Manufacturer narrative:
A display check was performed and all segments were completed. There were no issues. The meter was requested for return. The investigation is ongoing.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter. The meter was powered on and "688 code mem 087700" was displayed. The 688 code mem faded away, the error was faint, and the 087700 was flashing. The memory was checked and "2.?inr 868 078888" was found. The top half of the 2 and the bottom bar of the 2 was missing. The second number was one segment. There was no allegation of a result misinterpretation.

Manufacturer narrative:
The reporter's meter was received for investigation. The optical inspection of the printed circuit board revealed contamination due to residues of fluid ingress (e.g. Leaked battery acid, cleaning solution,). The contamination of the battery contacts caused a power interruption and led to the alleged problem with the faded/ missing segments. The residues are visible in the area on the printed circuit where communication with the display takes place. This malfunction was related to improper cleaning or handling of the device.